Event description:
Biased phenytoin results were obtained on three patient samples and one control fluid using vitros chemistry products phyt slides when processed on a vitros 5,1 chemistry system when tested as part of a correlation with an alternate vitros system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The phyt results obtained during the correlation testing were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that biased vitros phyt results occurred on three patient samples and one control fluid processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however a suboptimal calibration, system to system calibration variability or that an instrument issue contributed to the event could not be ruled out. The root cause of the event is unknown.